Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor. The insulin pump also had a cracked case.

Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading was 179 mg/dl. Nothing further was reported.